Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead dislodged. During rv lead repositioning, the cardiologist was not able to extend the helix, therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.